Event description:
On (B)(6) 2019, a 10mm amplatzer septal occluder was selected for implant and prepared per the IFU. After the discs of the device deployed, tee and fluoroscopy revealed the left atrial disc was inflated. The user re-sheathed the left disc and positioned the device for deployment. The left atrial disc deployed in the same shape and the device was removed from the patient. The procedure was completed with a new 10mm amplatzer septal occluder (lot number: 5129125) and the patient is reported to be stable.

Manufacturer narrative:
The reported event of device deformation could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2019, a 10mm amplatzer septal occluder was selected for implant and prepared per the IFU. After the discs of the device deployed, tee and fluoroscopy revealed the left atrial disc was inflated. The user re-sheathed the left disc and positioned the device for deployment. The left atrial disc deployed in the same shape and the device was removed from the patient. The procedure was completed with a new 10mm amplatzer septal occluder (lot number: 5129125) and the patient is reported to be stable.